Event description:
Patient began to move; noticed patient's head slipped from original positioning on the clamp although it was still secured on the clamp. Removed drapes and clamp with pins (lot #1142763) and reviewed patient's head and positioning. No lacerations noted. Assessed clamp to confirm intact. Removed and replaced with a new clamp and new pins.